Event description:
Additional information was received that the helix was stretched.

Event description:
It was reported that after a successful fixation and release, the right atrial (ra) leadless pacemaker dislodged from the implant position. The device was explanted and replaced to resolve the event. The patient was in stable condition.